Event description:
The doctor was attempting to use the ethicon ple60a linear cutter during laparascopic appendectomy and the unit failed to engage. The staple load was not delivered to the patient and surgeon retracted the device. There was no apparent injury to patient.